Manufacturer narrative:
Exact date unknown, event occurred approximately 2 months from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.